Event description:
This supplemental report is being filed to include analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Only 6.4 centimeters (cm) of the terminal segment was returned. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode exhibited t-wave oversensing resulting in delivery of inappropriate shock therapy. The primary sensing vector was reprogrammed. Subsequently, an invasive procedure was performed due to continued oversensing. The electrode was felt to not be positioned deep enough under the tissue. The electrode was repositioned deeper under the tissue. After revising the electrode, the physician decided to explant and replace the electrode. A new electrode was successfully implanted. No additional adverse patient effects were reported.